Manufacturer narrative:
Updated information: d4 catalog number and serial number updated. The investigation for vascular dissection/ patient-device interaction has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5, d1, d2a, d2b, d4, g1 manufacturing site name and address, h4, and h6 updated based on the additional information received.

Event description:
The impella cp was placed via the femoral artery to support the 63 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors, but other medical history was not shared. On the day of implant there was an observation made of an automated impella controller (aic) with brief controller errors that self resolved. The team did replace the aic to remedy the issue and allow for the support to proceed without any harm or injury from interruption in the support. The pump supported for 1 day and was weaned and explanted. At the time of the explant they attempted to achieve hemostasis with perclose, however this failed despite 6 attempts. They then made choice to insert the 14fr sheath til the vascular surgery team could perform a cutdown and surgical closure. The surgical closure allowed the common femoral artery dissection to be repaired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The impella cp was placed via the femoral artery to support the 63 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors, but other medical history was not shared. The pump supported for 1 day and was weaned and explanted. At the time of the explant they attempted to achieve hemostasis with perclose, however this failed despite 6 attempts. They then made choice to insert the 14fr sheath til the vascular surgery team could perform a cutdown and surgical closure. The surgical closure allowed the common femoral artery dissection to be repaired. Vascular injury is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number.